Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6)2024, the patient did not experienced any symptoms. The patient was watching tv when he heard the alert that his glucose was urgent low. He self-treated with 10 glucose tabs and several candies during whole day and waited for the readings to increase. It was reported that the patient is blind so he is unable to take any bg readings. Afterwards, he kept hearing several low alerts so he called 911. When the ambulance arrived, the paramedics took bg reading which was 500 mg/dl. They took the patient to the hospital at 12:00 midnight. There they took another bg reading which was still 500 mg/dl but his cgm was still beeping for low alert. The nurse took off the sensor and then they treated the patient with IV fluids and 10 units of fast acting insulin and resting for 3 hours. The patient was discharged and taken home. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.